Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bacterial vaginosis. Concurrent conditions included multiparous and pelvic adhesions. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain ("pain: abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), groin pain ("inguinal right pain,") and vaginal haemorrhage ("abnormal bleeding(vaginal)") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, menorrhagia and cystitis outcome was unknown and the vaginal infection, groin pain, uterine leiomyoma and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, groin pain, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: admit date: (B)(6) 2016 discharge date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test:unspecified result: other. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal discharge most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received. New events: vaginal infection, groin pain, fibroids and vaginal haemorrhage were added. Outcome of events vaginal infection, groin pain, fibroids and vaginal haemorrhage updated. New reporter added, plaintiff's information updated. Concomitant drugs and conditions added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and cystitis ("bladder/urinary problems: bladder infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, menorrhagia and cystitis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, cystitis, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury was removed. New events pain: pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder infection, pregnancy and device ineffective were added. Explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporters address was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.